Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 05-oct-2022 to 04-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system became inoperative after metal debris from the drawer 5 fell into drawer 6 caused spark, damaging its controller board and causing a complete shutdown. Drawer 5 failed when its slider rail came apart on one side, leaving the drawer stuck open. While trying to close it, the bearing cage separated. The debris was removed, and the drawer was temporarily taken out of the station. Both controllers were replaced, and the drawer was reinstalled and configured. The drawer received new slider rails and a new position sensor. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure. The customer informed there was a visible spark from the station drawer looks like a short circuit. During device inspection the field service engineer found a metal piece from the damaged drawer fallen from the back and caused spark. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined had drawer failure and there was a spark due to the customer forcing the drawer to shut. A field service engineer replaced both slider rails and sensor to resolve the drawer issue. The system was functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure. The customer informed there was a visible spark from the station drawer looks like a short circuit. During device inspection the field service engineer found a metal piece from the damaged drawer fallen from the back and caused spark. There were no adverse events or injuries reported based on this event.